Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported that insulin delivery "slowed down" on the third day the cartridge was in use. There was no reported adverse impact to the customer. Additional information was not provided. Customer declined troubleshooting with tandem technical support.